Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose. The customer¿s incident blood glucose level was 499 mg/dl. The customer¿s current blood glucose was 165 mg/dl. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that the insulin pump was under delivering. The customer reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 165 mg/dl and the sensor glucose was 93 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event 93 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor and insulin pump will not be returned for analysis.